Event description:
A patient coded. Questionable alarm malfunction per nurse for disconnect from a ventilator. Rt had checked ventilator 30 minutes prior to the incident and had no problem noted on the patient or the ventilator. Additional information obtained from the facility. The patient was resuscitated immediately after the incident. Outcomes attributed to the event is unknown.